Event description:
It was reported that the patient was still leaking after his sling procedure, so the underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.